Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that contrast solution leaked from the balloon catheter lumen during preparation for the procedure. There were no reported clinical consequences to the patient.

Manufacturer narrative:
Manufacturing date ¿ added. Expiration date - added. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The cause of the reported issue could not be definitively determined.

Event description:
It was reported that contrast solution leaked from the balloon catheter lumen during preparation for the procedure. There were no reported clinical consequences to the patient.